Event description:
It was reported that on a couple of occasions, the programmer displayed the message, "aida is not programmed", and aida memory was not available. The device remains implanted.

Manufacturer narrative:
(B)(4) aida memory unavailable. Since the device remains implanted, the programmer files were reviewed. The implant operated as specified. The reported event started with a telemetry failure followed by subsequent ineffective attempts to restore it; therefore, aida was locked. To restore normal operation, the MFR suggested to switch the device into standby mode with re-initialization. Recommendations were provided to the physician to re-initialize the device. Conclusion: the implant operated as specified. The reported event started with a telemetry failure (triggering an erroneous holter address) followed by subsequent ineffective attempts to restore this address upon each interrogation. Therefore, aida programming was locked. The only way to restore a normal operation is to switch the implant in standby mode (with the dedicated engineering software) and then re-initialize it through an interrogation with a recent programmer software version. This type of event is not likely to recur; moreover, there was no risk for the pt. Therefore, a correction of this anomaly is not considered as an urgent matter.